Manufacturer narrative:
Reported event: it was reported that this pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at rothman orthopaedic institute, center city, philadelphia, pa after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study with title "post-market study of robotic-arm assisted total knee arthroplasty". Product evaluation and results: nothing was returned and no patient details or medical records were provided so we can't confirm anything product history review: cannot be performed as rob is unknown. Complaint history review: cannot be performed as rob is unknown. Conclusions: the failure could not be determined as the product was not available for inspection nor no patient details or medical records were provided. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at rothman orthopaedic institute, center city, philadelphia, pa after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study ((B)(6) ) with title "post-market study of robotic-arm assisted total knee arthroplasty".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened (B)(6) institute, (B)(6) after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study ((B)(6)) with title "post-market study of robotic-arm assisted total knee arthroplasty".